Event description:
A pt called stating that his machine had leaked during his treatment the previous night. Pt states that there were no tears or leaks in the solution bags but that he noticed fluid leakage. There is no sample. No report of pt ill effect.